Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported, two ngage nitinol stone extractors would not open/close during a flexible uretorenoscopy procedure. Reference MDR # 1820334-2020-01800 for the other device. Further communication with the user facility clarified that the basket was not closing properly. As you pull, the basket looks knotted and does not go in fully. No parts were detached or separated. The device was tested prior to use. The baskets broke during the procedure as they were pulling stones through the scope. A third device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use, and quality control data. One ngage nitinol stone extractor was returned for investigation with the handle in the closed position with basket formation in a partially closed position. The mlla [male luer lock adapter] was loose and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 4 cm in length. A functional test determined the handle actuates basket formation to the open position, but does not close completely. There was a 5 mm gap between the thumb slide and the end of the unidex handle (udh) when in the closed position. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The returned device was found to have a basket that was open and could not be closed. Based on the available information, cook has concluded that the cause for the failure of the basket to close could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel were notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, an ngage nitinol stone extractor failed to open and close.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 07oct2020: the procedure being performed was a flexible ureterorenoscopy and laser fragmentation of ureteric and kidney stones. The device was tested prior to use. There was nothing with the patient's anatomy keeping the basket from opening or closing. During laser fragmentation of kidney stones, the baskets were used to remove the stones after fragmentation. A couple of them malfunctioned during use, they would not close properly around the stones (reference MDR # 1820334-2020-01800 for the other device). As you "pull", the basket looks knotted and does not go in fully. No parts were detached or separated. The baskets "broke" during the procedure as we were pulling stones through the scope. A third device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.